Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 1 year and 2 months post implantation of a 29mm sapien 3 valve in the aortic position the patient underwent a valve-in-valve procedure. The reason for the valve-in-valve was due to aortic stenosis. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the fcs, approximately 1 year and 2 months post implantation of a 29mm sapien 3 valve in the aortic position the patient underwent a valve-in-valve procedure. The reason for the valve-in-valve was due to aortic stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections updated: e1, e3, g6, h2, h6: type of investigation and investigation conclusions and h10. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review and a lot history review was unable to be performed as the device lot number was not provided. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provided guidance for potential adverse events: potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis and device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for 'stenosis" was unable to be confirmed. A risk management documentation review was performed on the reported event and provided no evidence of a product nonconformance or labeling/IFU inadequacies were identified in evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to care for valve post procedure. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in additional percutaneous intervention. The complaint for "stenosis" was unable to be confirmed due to no device, imagery or medical record was provided for evaluation. No manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It was reported that patient had a renal disease. It is well known that patient with renal disease may accelerate the valve deterioration leading to valve stenosis. While a definitive root cause was unknown, investigation results suggest that patient factors (renal disease) may have contributed to the event.